Manufacturer narrative:
The technician cleaned the latch mechanism to repair the bed.

Event description:
Info received indicates the right head siderail will not latch due to contamination on the latch mechanism.